Manufacturer narrative:
Should additional information prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, the patient was in ¿a bit¿ of retention. The patient¿s voiding had been getting better, but she had 350 milliliters of residual urine in her bladder after voiding in the office on (B)(6) 2021. The physician did not want to wait longer to address the incomplete voiding because he was worried that the sling would incorporate into her tissue, and he wouldn't be able to loosen it. The following day, on (B)(6) 2021, the physician opened the incision, slid a metz scissor behind the sling and pulled on it to loosen it. The sling was relaxed ¿a touch.¿ there was no information regarding how the patient was doing following the revision procedure.